Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead. Correction sent to update b5 - indication for use, adding explant date and correcting the device status as unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and urgency frequency. Their trial started on (B)(6) 2026. It was reported that they had a device site infection (incision, pocket, etc.). There were no additional symptoms reported. The issue was not resolved and was ongoing. Antibiotics were required. The issue was not resolved and was ongoing. The trial was removed due to pain and they said that their whole bottom butt outer skin was infected and was advice to take antibiotics and taking medications for pain as well. Advised to consult again their clinician, if pain does not go away and symptoms persist. The agent advised the manufacturing representative (rep) as well.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and urge incontinence. Their trial started on (B)(6) 2026. It was reported that they had a device site infection (incision, pocket, etc.). There were no additional symptoms reported. The issue was not resolved and was ongoing. Antibiotics were required. The issue was not resolved and was ongoing. The trial was removed due to pain and they said that their whole bottom butt outer skin was infected and was advice to take antibiotics and taking medications for pain as well. Advised to consult again their clinician, if pain does not go away and symptoms persist. The agent advised the manufacturing representative (rep) as well.